Event description:
It was reported that the surgeon was loading a eyeonics lens into a mtc-60cfp cartridge and the lens became damaged. No patient contact. It was reported that the cartridge was likely cause of lens damage.

Manufacturer narrative:
.